Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was 265 mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support had the customer perform a system check and the customer reported that the insulin felt like gel and not liquid. The customer reported that the pump had been exposed to direct sunlight.